Event description:
This raises concerns regarding the sterility of the product and adds responsibility to the nurses. It appears bd made this change without working through the entire process to ensure the syringes are compatible with pumps. (B)(6).